Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 320 mg/dl, cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was released from the ER 4 1/2 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.